Manufacturer narrative:
Note: product reference (B)(4) is not cleared for sales in the USA, but it is similar to the product reference (B)(4) cleared under # (B)(4). Batch history review: we have checked the manufacturing file of batch nr36957113 of celsite access ports which complies with our specifications and does not present any discrepancy. No other similar complaint has been reported to us on this batch of access ports released in january 2020. Investigation results: we did not received the complaint sample or x-ray pictures for investigation. Conclusion: without the complaint sample and the x-ray pictures for investigation, no thorough investigation is possible and we cannot conclude on the real cause of the incident. It is a known complication of the access port implantation, taken into account in the IFU. Several factors could be at the origin of thrombosis: trauma to the vein, catheter tip placed to high in the svc, patient hyper-coagulability, vein diameter too small compared to the catheter diameter (child, teenager...) It is worth noting that 4 cases of thrombosis were simultaneously reported by the same hospital. We can wonder whether a particular practice could be at the origin of these incidents. If new elements become available in the future, we will re-open this complaint. This is a very rare incident; no corrective action is currently envisaged.

Event description:
"Due to "breast lower quadrant malignant tumor", the patient need to come to the hospital for chemotherapy regularly. On (B)(6) 2020, the patient underwent right internal jugular vein infusion port implantation under local anesthesia in the operating room, and returned to the ward after operation. The dressing was clean and dry without exudation, and the drug had no extravasation. On (B)(6) 2020, b-ultrasound showed that the internal diameter of the right internal jugular vein was normal, and isoechoic mass with a range of 38.8 × 5.4 mm was attached to the wall of the visible segment of the indwelling tube. Cdfi: the blood flow signal of the vein could be seen, filling defect could be seen locally, and the spectrum morphology was normal. The thrombosis of the right internal jugular vein indwelling tube was considered. The patient was given deep arteriovenous catheterization nursing and anticoagulant therapy, warfarin sodium tablets 2.5mg orally qd. On (B)(6) 2020, after thrombolytic and anticoagulant therapy, b- ultrasound showed that the diameter of the right internal jugular vein was normal, and an echo mass with the size of 14.8x2.8mm was attached to the wall of the visible segment of the indwelling tube. Cdfi: the blood flow signal of the vein could be seen, filling defect could be seen locally, and the spectrum morphology was normal. Considering that the chemotherapy has ended, the infusion port was taken out under local anesthesia in the operating room on (B)(6) 2020. The process was smooth, the dressing was clean and dry, and the patient had no complaints. She was discharged on the (B)(6)."